Event description:
A surgeon reported that five years following intraocular lens (iol) implant surgery, the patient developed a "haze" on the lens and the patient's vision was slightly reduced. The surgeon indicated that it is not posterior capsular opacification and believes it to be an [after] cataract. Additional information was requested; however, the surgeon was unable to provide further information.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Additional information was requested; however, the surgeon was unable to provide further information. (B)(4).